Event description:
Device malfunction: partial stent deployment. Time of malfunction: after unpackaging and before device preparation. Symptoms/ae: na. It was reported that after unpackaging and before device preparation, the xpert stent was found partially deployed. Reportedly, there was no pt involvement. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.